Event description:
Physician claims that use of "sugar tong splint" caused severe contact dermatitis on his patient. The dermatitis was so severe that it was more like a burn. Physician believes the inner core material is the problem, not the foam.